Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl and was within normal range. Technical support provided information to reset the pump and assisted the caller in doing so, which resolved the issue as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.